Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a rehab facility. The customer was hospitalized on (B)(6) 2019. The cause of death was heart attack or stroke and diabetic ketoacidosis. The caller stated that the customer had a urinary tract infection, pneumonia, and clostridioides difficile that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of hospitalization. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.